Manufacturer narrative:
Results: the returned device was fractured approximately 104.0 cm from the hub. Conclusions: evaluation of the returned 4maxc confirmed a device that was fractured. If the 4maxc is forcefully retracted from the packaging at extreme angles or otherwise mishandled during preparation, damage such as a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, the physician placed a non-penumbra catheter in the vertebral artery (va). The physician then opened a 4maxc and noticed that it was fractured upon removal from the packaging; therefore, it was not used in the procedure. The procedure was completed using the same catheter, new 4maxc and a stent device.